Manufacturer narrative:
.

Event description:
It was reported that revision surgery was performed. The acetabular cup remained implanted and was then revised as part of a second surgery, which will be reported in a subsequent MDR.